Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there was a cassette not latched error. The device was visually inspected and there were no damages. Functional and visual tests were performed and the reported issue was confirmed. The cause of the reported issue was due to the latch lock sensor failure. As a result, the latch lock sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited an error message while connecting the chemical solution to the cassette. During physical inspection, it was found that there was a latch lock sensor issue. There was no patient involvement, no injury was reported.